Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have a frayed grip cable at the force amplification pulley. No wires were broken, but signs of birds nesting were found, and the cable itself was not fully broken. The instrument was installed on an in-house system for functional testing. The instrument did not move intuitively. The grip tips separated from the grip hub. There was no discoloration, corrosion, or contamination observed on the cable that would occur from improper flushing or rinsing during reprocessing. Further inspection found to have the grip axis pin missing from the grips. The pin was not returned with the instrument. The pin outer diameter measures approximately 0.0620" at the swaged end compared to the nominal pin diameter of 0.0620". Measurement results suggest the pin is not swaged at all. Common causes of frayed - distal instrument grip cables are attributed to damage to the cable through external collisions, during transport and/or storage, or during use or reprocessing.

Event description:
It was reported that the customer experienced an issue with an intuitive product. The customer reported event has no report of patient injury.